Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/04/2019. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant was used. It was reported that the device was broken when they opened it. There was no patient involvement. No device will be returned.